Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented in-clinic for routine follow-up feeling shortness of breath. Upon review of session records, intermittent capture and high lead impedance were observed on the rv lead. The lead was changed to unipolar pacing and the patient reported feeling much better. The patient was stable and will continue to be monitored.